Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 07 jun 2024 from a health system professional who stated a dialysate bag broke and the electrolyte solution splashed onto the face of a visitor during renal replacement therapy on (B)(6) 2024. Per the report, the visitor was evaluated in the emergency department for an unspecified sensation in the eye. Although requested, additional information about the event was not provided.